Manufacturer narrative:
The pump passed the self test.no stuck button alarm noted during the testing. Successfully downloaded pump traces and history file using thump.pump error 61 (stuck key alarm) was found on: (B)(6) 2024 13:46:59.000, (B)(6) 2024 14:00:01.000, (B)(6) 2024 14:05:09.000, (B)(6) 2024 14:46:57.000, (B)(6) 2024 17:21:59.000, (B)(6) 2024 17:30:21.000, (B)(6) 2024 17:39:14.000, (B)(6) 2024 17:44:16.000, (B)(6) 2024 17:52:11.000, (B)(6) 2024 18:02:06.000, (B)(6) 2024 18:09:13.000, (B)(6) 2024 18:14:59.000, (B)(6) 2024 18:18:43.000. All buttons function properly. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 23-jun-2024 in the formatted history file.insert battery alarm was found on: (B)(6) 2024 14:53:34.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.